Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken conductor wire at the monopolar yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. The internal wire was exposed. Additional observation related to the customer reported complaint: the instrument was found to have charring and/or localized melting on the outer surface of one monopolar yaw pulley. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of the broken conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted cystoduodenostomy surgical procedure, smoke cam out of the tip of the permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument / accessory was not inspected prior to use. There was no damage to the instrument / accessory noted after the arcing event. The cannula was not inspected prior to use. There was no arcing observed. The erbe vio dv was used. The settings used on the erbe were cut: 4 and coag: 4. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. There was no injury to the patient. There were no photographic images of the device(s) or a video recording of the procedure available for isi review.